Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. Customer also received excessive lost sensor alarms. Customer's blood glucose was 300 mg/dl and states it had been 50 mg/dl. Customer declined troubleshooting.